Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('image showing they definitely are not at right place') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal distension ("I started having really bad abdominal bloating"). At the time of the report, the device dislocation and abdominal distension outcome was unknown. The reporter considered abdominal distension and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: image showing they definitely are not at right place. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : abdominal distension, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: fu 1 & 2 were processed together. Quality safety evaluation of ptc. On 2-dec-2019: social media received. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('image showing they definitely are not at right place') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal distension ("I started having really bad abdominal bloating"). At the time of the report, the device dislocation and abdominal distension outcome was unknown. The reporter considered abdominal distension and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: image showing they definitely are not at right place. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : abdominal distension, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review this case was identified to be duplicate of case (B)(4) and should be deleted. Source documents, reference section from this case has been transferred to retained case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('image showing they definitely are not at right place') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal distension ("I started having really bad abdominal bloating"). At the time of the report, the device dislocation and abdominal distension outcome was unknown. The reporter considered abdominal distension and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: image showing they definitely are not at right place. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : abdominal distension, device dislocation no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.